Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2017, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. As a proximal type I endoleak was identified via angiography, and an aortic extender (pla280300j) was additionally implanted. A small residual endoleak remained; however, the procedure was completed with plans for follow-up observation. The patient tolerated the procedure well. On an unknown date, a type ii endoleak was detected during follow-up, prompting reintervention with coil embolization. Persistent proximal type I endoleak was also confirmed. On (B)(6) 2025, emergency reintervention was performed to repair rupture of the aneurysm caused by type I endoleak. One additional stent graft was deployed, but the endoleak persisted. A chimney graft was implanted in the left renal artery, and another stent graft was deployed extending just below the superior mesenteric artery, covering the right renal artery. The patient tolerated the procedure.